Manufacturer narrative:
The investigation determined the most likely root cause was sample carry-over due to protein deposits in/on the sample probe. Sample probes are part of daily maintenance by the customer. Medwatch fields d1-d4 and g1 were updated.

Manufacturer narrative:
The special washes and instrument pressures were checked and were correct. The sample probes were exchanged. The investigation is ongoing.

Event description:
There was an allegation of questionable crep gen.2 (creatinine) results from the cobas 8000 c702 module serial number (B)(4). Patient 1 initial result was 147 mol/l. The repeat result on (B)(6) 2023 was 72 mol/l. Patient 2 initial result was 109 mol/l and the repeat result was 70 mol/l. The questionable results were reported outside of the laboratory.